Event description:
It was reported in a journal article that 906 patients were included in a study. The three-year safety and efficacy of implanting ne wer-generation resolute integrity zotarolimus-eluting stents (zes) was assessed. Adverse events noted during review include death, cardiac death, mi, target lesion and vessel revascularization, target lesion and vessel failure, mace, definite and probable stent thrombosis.